Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after centrifugation the bd vacutainer® brand sst ii advance tubes containing silica and gel had fibrin clots. The customer is worried that the clots will clot the instrument needle probe. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customers¿ indicated failure mode for fibrin with the incident lot was observed. Bd also received customer samples but the samples were not tested as fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and or medications can increase the likelihood of fibrin formation a review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality nonconformance during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fibrin with the incident lot was observed. Additionally, customer samples were received but no testing was performed as fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and or medications can increase the likelihood of fibrin formation. Root cause description: based on the medical affairs feedback, fibrin is known to be inherent in the process and a naturally occurring phenomenon. Patients clinical status and or medications can increase the likelihood of fibrin formation. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.